Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The plunger was not fully advanced. A small amount of solution was observed in the device and the tip had stress marks. The trailing haptic was returned stuck in the tip between the plunger and the tip wall. The lens was torn/split (possibly cut) into two pieces. One haptic was broken-gusset area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "lens with only one haptic was placed into the capsular bag" (break [haptic]); "one haptic remained in the injector" (device or device component damaged by another device [injection system]). A surgeon reported that during injection of an intraocular lens, it was noted that one haptic remained in the injector and that the iol with only one haptic was placed into the capsular bag. The lens was removed and replaced without incident in the same surgery which lasted about 10 mins longer. Additional info has been requested.